Manufacturer narrative:
The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect noted but some biological debris on the housing was noted. The valve passed the test for programming. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
A facility reported a certas valve was "blocked", it was not possible to change the setting. The valve was implanted on (B)(6) 2023; explanted (B)(6), 2023. According to information provided, it is unknown if the patient presented with symptoms of valve disfunction.